Event description:
It was reported that the defibrillator failed to charge properly. There was not report of patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the chart/pacer pcb assembly. After replacing the chart/pacer pcb assembly, proper operation was confirmed and the device was returned to the customer.